Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and analysis revealed no anomalies found.

Event description:
It was reported that there was a sensing difficulty. The implantable cardiac monitor device was removed and not replaced. The pace maker was implanted. No patient complications have been reported as a result of this event.